Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 72 mg/dl (aviva meter) and 34 mg/dl (emt meter). The patient had hypoglycemia with symptoms of being passed out and unresponsive. The patient was treated by the paramedics and at the hospital with an IV for low blood glucose with unknown contents. The patient was also given a sandwich and juice at the hospital. The patient was released from the hospital on (B)(6) 2018. Return of the suspect device was requested for evaluation.